Event description:
The customer reported to olympus, the 4k camera head had encountered error e226 communication error. The customer restarted the power supply to restore the system. The issue was found during preparation for use prior to sedation, and the therapeutic procedure was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
G1 - manufacturer contact facility name - shirakawa olympus co., ltd. The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error e226 was not confirmed. There were no problems identified with the returned device. The issue is addressed in the instructions for use (IFU) and states: ¦regarding device abnormalities (warning). ¿ do not use any device suspected of having an abnormality. If any abnormality is detected during use, discontinue the procedure. There is a risk of serious injury. ¿ if any abnormality occurs during use, such as disappearance of endoscopic images or inability to adjust focus, the following items must be strictly observed and use must be discontinued immediately. It may lead to serious injury. - turn off the power to the video system center and immediately turn it back on to see if the image returns. -if the image returns, pull the endoscope from the patient¿s body while viewing the image and discontinue use. - if the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. - if various treatment tools are in use, pull out the tools by the method deemed safest before pulling out the endoscope. A device history record was reviewed and no issues that could have caused or contributed to the reported issue were found. Olympus will continue to monitor the field performance of this device.